Event description:
It was reported that during an unspecified procedure, the shaft of the maverick2 monorail catheter kinked and subsequently broke. The physician bent the shaft and it "snapped" outside of the patient. The device was removed without incident and the procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "okay".